Manufacturer narrative:
(B)(4)

Event description:
An email was received on (B)(6) 2016 regarding wand issues a physician was having. Replacing the white serial cable resolved the issue. No patients therapy was affected since the site had a backup system. The system was tested with a demo generator which confirmed the serial cable issue. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.